Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #3 of 3: reference MFR. Report:1627487-2016-04337 and 1627487-2016-04338. It was reported the patient was no longer receiving effective stimulation and lead diagnostics revealed invalid impedances. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the lead and extensions. The patient is receiving effective stimulation and issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #3 of 3: reference MFR. Report:1627487-2016-04337 and 1627487-2016-04338.